Event description:
Pt alleges having pain, soreness, spasms across the breast and back, the left is real hard and her nipples are sore. Attorney alleges silicone breast implants have resulted in severe illness and disability.